Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) auto purge failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) provided the purchase order (po) for the parts pump assembly and 5000 hour maintenance kit to customer but they did not accept the quote and no other information received. The investigation shall be closed now. If any additional information received about part replacement the complaint will be reopened and updated it. H3 other text: customer but they did not accept the quote and no other information received.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.